Event description:
It was reported that during a long complex percutaneous transluminal coronay angioplasty/stent procedure, following the use of multiple products, resistance was met during removal of the guide wire. The guide wire became entrapped, and force was applied to facilitate removal. Upon inspection of the guide wire outside the pt, the coils were noted to be stretched. No pt injury was reported.